Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose. Customer's blood glucose level went as low as 38 mg/dl. Customer treated their low blood glucose with medical support at a race, the patient was a part of. Troubleshooting for the insulin pump was performed. Customer advised the drive support cap was normal and the patient properly completed the prime/rewind process. Customer was unable to complete the troubleshooting process due to being at work.